Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed a power error detected. The customer stated that they had been getting the alarm almost every two hours and the delivery would stop. The customer's blood glucose level during the incident was 156 mg/dl. The customer had not previously called to report a power error detected alarm. The customer was advised to remove the battery from the insulin pump and monitor the notification light. The light did not immediately stop flashing. The customer was advised to go through a series of steps after the call. The customer was advised to monitor the insulin pump and to call back if the error recurs. The device will not return for analysis.